Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 400 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a bolus via the pump and administered a manual injection. Additionally, it was reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump, however, the customer received a valid minimum fill message. The customer reported that the cartridge may have had less than 50 units remaining. Customer's blood glucose level was 292 mg/dl at the time of both events. The customer administered a manual injection. The customer loaded a new cartridge and resumed insulin delivery. The customer reported that their bg level had stabilized to 181 mg/dl.